Event description:
The customer reported a fog coming from the unit. The employee complained of difficulty breathing, coughing, headache, and blurry and tired eyes. The employee did not seek medical attention or require treatment for her symptoms. The asp field service engineer serviced the unit and found the fog was caused by oil mist.